Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: there was unexplained power interruptions observed in the black box. No damage was found to battery cap or battery compartment. The battery cap secured tight to the pump. The pump was exercised for 24 hours with no power issues occurring. The pump was opened and no damage found to power circuit. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was reportedly no damage to the battery compartment or battery cap. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.